Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, a 12-month-old boy inserted a fr. 6 silicon foley during a surgical operation in ot at (B)(6) 2026. However, the foley was found broken. Fortunately, the remaining part slipped out spontaneously.